Event description:
It was reported to philips that the display soft keys are torn off. The field service engineer (fse) evaluated the device and found the display soft keys damaged. The display assembly needs to be replaced. Upon conclusion of the evaluation, it was determined that the display assembly requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the display soft keys are torn off. There was no patient involvement.